Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h6: type of investigation: analysis of images and labelling review. H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant damages leaflets over time was confirmed with objective evidence through imaging evaluation. Available information provided within the imaging evaluation suggests procedural factors (misinterpretation and poor implant strategy with four devices placed in the anterior aspect of the valve), imaging factors (inaccurate view planes, poor 2d images and lack of 3d), and patient conditions (thin anterior leaflet) may have contributed to the reported event. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The following sections were updated/corrected/added: b3, b4, b5, b7, d6, g3, g6. H11: additional manufacturer narrative. New information received for patient final outcome, patient history, date of event and explant procedure. Investigation is still ongoing.

Event description:
Per new information received the leaflet tear was noted after 3 months, the tr progressed and the patient underwent surgery for explant after approximately 9 months from the index procedure. The explant was success and the patient was recovering.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. This is MDR 4 of 4 for this event.

Event description:
As per report received from germany, edwards received notification regarding a patient who had previously been treated in 2024 with four pascal precision ace devices in the tricuspid position and a mitraclip in the mitral position. Following the index pascal procedure, the patient exhibited moderate (+2) tricuspid regurgitation; which progressed to severe. Medical management (medication) did not work, with progressive symptoms associated with the severe tr (dyspnea and leg edema), necessitating surgical valve replacement. Both native valves, with two tears noted in the tricuspid leaflet, were explanted and replaced with 33mm hancock ii prostheses in the mitral and tricuspid positions.